Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient remained in a stable condition.